Event description:
Device 1 of 2. Reference MFR. Report #1627487-2013-19918. It was reported that a patient has experienced pain along her leads when stimulation is on, since the implant date. The leads are placed peripheral, off label use, and the pain wakes her up at night. The patient turned off the stimulation to see if the pain would subside. The physician met with the patient. The pain occurs when the patient lays or sits on the leads when the stimulation is on. The pain is exacerbated when the stimulation is on. The pain is exacerbated when the patient is using the high amplitude settings. The physician is unable to revise the leads due to patient anatomy. The patient will use the high amplitude programs when she is not laying or sitting on the lead locations. The patient was advised to contact her physician and sjm representative if she experiences any further issues.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.